Event description:
Procedure: lap gastric bypass. According to the reporter: during the case on the gastric pouch a load crack was heard from the handle on all three handles. On the fourth handle the doctor was able to continue the case no other information reported. Delay in or was 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 08/14/2008.